Event description:
After the previous report, it was stated by the patient that the device was still operable and that they have no issues with the product. Therefore, the previous report did not need to be filed. The patient currently has effective therapy.

Manufacturer narrative:
Further information regarding this issue was requested, but has not yet been received. The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported by the patient to an abbott representative that their ipg may be dead.